Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. An x-ray (date not reported) revealed that half of the electrode array was outside of the cochlea. The device was explanted on (B)(6) 2012, and the patient reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed (B)(4) 2013.